Event description:
It was reported that during a total laparoscopic hysterectomy procedure, the assisting surgeon took an extremely large bite of cervical tissue while creating the cuff. The jaws of the device were extremely hard to close and the assisting surgeon used force to them when the top, moveable jaw broke off. All pieces were removed from the patient. Case completed with another device of the same product code. There were no patient consequences reported. One device will be returned.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with the upper jaw detached from instrument and returned and I-blade lifted. The device was partially tested with a generator and the device performed as required during testing; although all testing could not be completed due to the damaged to the jaw and I blade there is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaws and I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.